Event description:
Revision surgery - the patient has a systemic infection throughout the body. This resulted in removal and replacement of all implants.

Manufacturer narrative:
The root cause for the revision surgery on (B)(6), 2012 was identified as an infection. The original surgery was performed on an unknown date in 2007. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without the lot numbers of the removed devices. Multiple attempts were made to obtain this information. There are multiple factors that may contribute to infection, with limited information provided regarding the patient and the device(s) removed during the revision surgery, it is impossible to determine the source of the infection.